Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/24/2020 h.6. Investigation: a device history review was conducted for lot number 8325586. Our records show that this is the only instance of a leakage at catheter junction occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic evaluation of the device identified a small crack in the catheter tubing occurring at the adapter junction. Bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are related to the amount of stiffener in the material. To address this situation bd has updated manufacturing work instructions to optimize control settings for each gauge and have retrained extrusion personnel. CAPA#1194060 was initiated. : see h.10

Event description:
It was reported that intima-ii y 24gax0.75in mz prn slm npvc leaked during use. The following information was provided by the initial reporter: during the using of the product, the catheter and catheter hub leaked fluid and blood during infusion. The product was replaced in time without any harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in mz prn slm npvc leaked during use. The following information was provided by the initial reporter: during the using of the product, the catheter and catheter hub leaked fluid and blood during infusion. The product was replaced in time without any harm.